Event description:
Regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that on (B)(6) 2018:, what  brought her in is pain at the interstim pocket site. She was also complaining of some sciatica. An exam of the pocket site itself is performed. It is not erythematous,  it is somewhat tender to palpate the cephalad edge of the device.  Hcp did  not feel the device to be excessively mobile in the pocket. Reprogrammed action date: (B)(6) 2018 and it was resolved  without sequelae (B)(6) 2018. It was stated that it was possibility related to device or therapy. On (B)(6) 2021  patient reported loss of therapy, diarrhea and subsequent frequency and that they were back to square. Explanted/replaced component: entire system action date: (B)(6) 2021. Imodium daily action date: (B)(6) 2021, ..nfc resolved without sequelae (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.